Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038356006. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required) and perforation (prolonged episode of care, surgical intervention, resuscitation, blood transfusion, intensive care). Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiography (tee) guidance. Transseptal puncture (tsp) was successfully performed anterior and inferior using a versacross connect (vcc) system. A pigtail catheter was advanced into the laa for angiography, and a watchman trusteer access system (was) was positioned deep within an anterior chicken wing anatomy. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and initially deployed but was noted to be too distal and was recaptured and removed. A 31mm wds was then advanced. During advancement, the was noted to jump slightly forward. Following deployment of the wds, the device appeared to have a slight distal pinch about a quarter of the way down the device, and a rapidly developing pe was identified on imaging. The wds was recaptured, and emergent pericardiocentesis was initiated. Despite drainage of bright red blood, the patient developed cardiac tamponade and required chest compressions. Cardiothoracic surgery was emergently performed. A perforation of the laa was identified, and the laa was surgically clipped using a clip device. Auto-transfusion was performed, and hemostasis was achieved. The patient was stabilized and transferred to the intensive care unit (ICU). The patient outcome is expected to be full recovery. In the physician's opinion, the complication was attributed to laa perforation related to was positioning during the wds deployment.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiography (tee) guidance. Transseptal puncture (tsp) was successfully performed anterior and inferior using a versacross connect (vcc) system. A pigtail catheter was advanced into the laa for angiography, and a watchman trusteer access system (was) was positioned deep within an anterior chicken wing anatomy. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and initially deployed but was noted to be too distal and was recaptured and removed. A 31mm wds was then advanced. During advancement, the was noted to jump slightly forward. Following deployment of the wds, the device appeared to have a slight distal pinch about a quarter of the way down the device, and a rapidly developing pe was identified on imaging. The wds was recaptured, and emergent pericardiocentesis was initiated. Despite drainage of bright red blood, the patient developed cardiac tamponade and required chest compressions. Cardiothoracic surgery was emergently performed. A perforation of the laa was identified, and the laa was surgically clipped using a clip device. Auto-transfusion was performed, and hemostasis was achieved. The patient was stabilized and transferred to the intensive care unit (ICU). The patient outcome is expected to be full recovery. In the physician's opinion, the complication was attributed to laa perforation related to was positioning during the wds deployment.